Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. The lens was exchanged for a different diopter lens and the problem resolved. Additional comments noted, "lens exchange due to near vision difficulties." Cause of the event is unknown.

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: '4581- over/under correction' should be added. H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction and blurred vision. Reportedly, 'near vision difficulties'. In a separate surgery the lens was exchanged with the same model and length, 1.5d weaker power and the problem was resolved. Claim# (B)(4).